Event description:
It was reported to the clinical support specialist by the rn that the intra-aortic balloon (iab) ruptured. The iab was inserted without difficulty through the teflon sheath into the pt's left femoral artery. The iab ruptured approx 3 hours after insertion. Intra-aortic balloon pump (iabp) alarms were noted and large amounts of blood were immediately seen in the gas line. The rn is uncertain of the specific alarms that were present. The iab was removed and the md requested another iab for insertion. There was no reported pt death or injury. The iab therapy was interrupted until the md could insert another iab. As of 11/08/2010, the pt is still receiving iabp therapy. Reference MDR #1219856-2010-00850 for the second iab event and MDR #1219856-2010-00851 for the related iabp event involving the same pt.

Manufacturer narrative:
(B)(4). Follow-up report will be filed if additional info becomes available.